Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately seven months post implant of the ipg system. Follow up with the patient's implanting physician indicated one month prior to death the patient was release from the hospital on hospice. A cause of death was requested and not received.

Manufacturer narrative:
This model number a2dr01 is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, the inner insulation was torn, the inner tubing was torn, there was apparent explant damage and the lead was stretched. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, the inner tubing was kinked/buckled, the inner insulation was pulled apart due to overstress, there was apparent explant damage and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.